Event description:
Company's rep opened the implant outside plastic wrap; then the box so the tech could take out the two more sterile packs of peel "pak" and the implant slid out of both seals; the tech and rep both said that they were not sealed on one end. They flashed the implant and used it. The surgery time was not extended.